Manufacturer narrative:
Device internal memory reviewed. Conclusion: probable user error - unit deployed with battery unlatched, self test message not addressed by user.

Event description:
AED would not switch on when deployed. Self test display indicated that device was not ready for use. Second AED used to deliver therapy to patient.